Event description:
On (B)(6) 2013 patient's father reported the buttons are wearing off of the infusion device. Father stated the alarm to take a test does not go off. Father reported his wife told him to call and he does not have the infusion device. On call back patient reported the infusion device failed to alert the low cartridge alert; a1 but he did receive the e1 (cartridge depleted) error message. Reviewed the alarm history; patient reported an a1 (cartridge low) occurred on (B)(6) 2013 at 12 am and an e1 (cartridge depleted) displayed on (B)(6) 2013 at 12 pm. Patient stated the infusion device did not beep/vibrate or display the a1 (low cartridge) alert message even though it appears in the history. Advised patient to switch to backup infusion device. Patient reported he would like to hold on to the primary infusion device until replacement options are determined. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device, battery and battery cover for evaluation.

Manufacturer narrative:
Conclusion the complaint cannot be verified due to careless handling of the product. Result the soft components of the housing are worn down heavily. Therefore moisture may enter the insulin pump and destroy the pump electronics. The functionality of the buttons is not affected by the worn out soft components. The delivery accuracy and the occlusion limits were tested within the pump drive test on the diagnosis test and meet the specification. All alarm functions were tested successful and no malfunction could be observed during the technical investigation. History list: e1 and a1 were found in the history list. The customer programmed several concurrent bolis as result the e1 limit value was directly reached and the pump correctly triggered no a1 alert before. The problem mentioned by the customer is related to careless handling of the product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.